Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at c2-t3. Sometime post-op it was found that both domino connectors failed. The patient underwent a revision surgery to replace the connectors. No additional patient complications were reported.